Event description:
Foley balloon ruptured.

Manufacturer narrative:
It was reported that the foley catheter balloon ruptured and required a replacement foley catheter to be inserted. It was reported that the patient did not incur an injury. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.